Manufacturer narrative:
Additional review determined the following: eval code-result and eval code-conclusion were not related to this event: additional review determined re-tunneling is considered a serious injury.

Event description:
It was reported that intraoperative impedance testing found a high impedance of ¿>40000¿ ohms on contact 2 of the patient¿s extension. The surgeon was ¿not happy to complete the implant¿ and as a result both extensions were ¿removed and replaced¿ at the time of the procedure. The patient was ¿getting therapy with no issues¿ as of a week after the procedure. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the extension with serial number (B)(4) found the ¿#2 and #3 conductors were broken 2.7 cm from the proximal end¿ and that conductors #2 and #3 had ¿intermittent¿ impedances with ¿no shorts between the circuits.¿ analysis of the extension with serial number (B)(4) found a setscrew on the distal end was missing. It was noted there was no significant anomaly found.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).